Event description:
The patient reported experiencing chest pain and numbness in the body and that the lead broke. Follow up information was obtained from the clinic and indicated that a lead fracture was suspected as it has had rising and high impedance. The therapies were turned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.